Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed in the cs (coronary sinus), however, when the physician was sewing down the lv lead the lead came out of the cs. The lead was removed and the physician decided not replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).